Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error, after the device was exposed to perspiration. Customer's blood glucose was 364 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm and no blank display noted. No moisture damage was found on the electronics and motor noted. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and missing the end cap sticker.